Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The thv embolizing into the aorta was confirmed based on the available information to date. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. As reported, ''during a transfemoral transcatheter aortic valve replacement procedure the first 29mm sapien 3 ultra resilia was being deployed in good position, with an additional 1cc of fluid. The physicians kept the delivery system balloon inflated for a count of 8-9 seconds and the pacer was turned off before the balloon had been deflated. This caused the valve to move into the ascending aorta with the balloon when the left ventricle contracted.'' In this case, the pacer was turned off before the balloon was fully deflated, which could lead to the balloon movement toward aorta during the deployment, resulting in thv embolization into aorta. Per the training manual, aortic thv embolization could be contributed by ''rapid pacing stopped before the balloon is fully inflated/deflated'' due to ''loss of capture during rapid pacing can cause sudden delivery system movement during deployment''. As such, available information suggests that procedure factors (pacer stopped prior to balloon fully deflated) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure the first 29mm sapien 3 ultra resilia was being deployed in good position, with an additional 1cc of fluid. The physicians kept the delivery system balloon inflated for a count of 8-9 seconds and the pacer was turned off before the balloon had been deflated. This caused the valve to move into the ascending aorta with the balloon when the left ventricle contracted. The embolized valve was then pulled around the arch and into the descending aorta, just past the left subclavian. The valve was secured in the descending aorta with an additional 3cc's added for inflation. A second 29mm sapien 3 ultra resilia valve was then prepped and deployed successfully in the patient's aortic valve with good position. The patient remained stable and was sent to recovery. The physicians and staff were re-educated and made aware of the correct deployment steps.

Manufacturer narrative:
Investigation is ongoing.